Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set over infused. The reporter stated that the device was infusing faster than the expected 25ml/hr. The device was used with zosyn as an intravenous piggyback with a rate of 25ml per hour on a non-baxter infusion pump. This was identified during an unspecified process step of a patient infusion. As a result, the tubing and the pump were replaced and the infusion was corrected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.